Event description:
It was reported that that the procedure was to treat 90% stenosed de novo lesion in the right coronary artery (rca) with moderate calcification and moderate tortuosity. For pre-dilatation, the 2x15mm mini trek balloon dilatation catheter (bdc) was advanced to the target lesion with resistance due to the anatomy. Ther balloon was inflated; however, the balloon ruptured during the initial inflation at 8 atmospheres (atm). Therefore, the bdc was removed from the patient, and another trek balloon was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. It was reported by the account that the balloon dilatation catheter (bdc) interacted with the moderately tortuous and moderately calcified anatomy resulting in the reported difficulty advancing the device and subsequently the balloon became damaged and ruptured during inflation. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.